Event description:
It was reported that early sensor expiration occurred. The product was expired, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).